Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hasn't charged the device for a couple of years. The patient also hasn't felt stimulation for a couple of years. The caller said they moved and the external cord was chewed up and replaced. The caller stated the ins was only partially charging. The caller said a surgeon old them new models were MRI compatible and the caller inquired about the new models. The patient was getting a cat scan because they could not have an MRI with the device. The cat scan will be done in the same area where the ins is located, in the left butt cheek. The caller said the patient was getting more back surgery done. No further complications were reported.